Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter unavailable from the site at the time of filing. No parts have been returned to the manufacturer for analysis. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a power surge at the site that may have damaged the system. When they booted up the system the site received error messages. The site had to reboot 4 times before they were able to fully boot up the system. There was no patient present.